Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported issue and found the pump on the patient side and the warm pump on the cardioplegia side were not working. The service technician replaced the cardioplegia bridge, the patient bridge and the distribution board to resolve the reported multifunctions. The device was tested without further failures and placed back into service. A review of the DHR did not identify any deviations or non-conformities relevant tot he reported issue. Sorin group deutschland will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that the sorin heater-cooler system 3t displayed an error on the cardioplegia side and the pump on patient side did not work during setup. There was no patient involvement.